Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, trace to mild paravalvular leak (pvl) and mild to moderate central aortic insufficiency were noted due to incomplete expansion of the valve. An attempt to perform a balloon aortic valvuloplasty (bav) dislodged the valve due to the balloon being misguided through the valve frame. Upon trying to free the balloon, the valve was pulled back into the ascending aorta and left implanted there. A snare was used to pull the first valve up while a second transcatheter bioprosthetic valve was successfully implanted. The aortic insufficiency was resolved and mild paravalvular leak (pvl) was observed. No other adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.